Manufacturer narrative:
Clinical review: there is no documentation to show the patient was in active dialysis treatment at the time of the event. There is no allegation or evidence of a device malfunction or deficiency reported for this event. The patient was reporting a temporary change in modality due to the heart attack. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that this peritoneal dialysis (pd) patient is on temporary hemodialysis (hd) due to a heart attack. Attempts to obtain additional information were unsuccessful. There is no documentation to show the patient was in active dialysis treatment at the time of the event. There is no allegation or evidence of a device malfunction or deficiency reported for this event. The patient was reporting a temporary change in modality due to the heart attack. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this peritoneal dialysis (pd) patient is on temporary hemodialysis (hd) due to a heart attack. Attempts to obtain additional information were unsuccessful. There is no documentation to show the patient was in active dialysis treatment at the time of the event. There is no allegation or evidence of a device malfunction or deficiency reported for this event. The patient was reporting a temporary change in modality due to the heart attack. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product.